Event description:
On (B)(6) 2020, the patient had a revision of left total hip arthroplasty, removing all components, due to a failed total hip arthroplasty with aseptic loosening of femoral component with intrapelvic acetabular dislocation, failed femoral stem secondary to malposition of varus. Depuy components were placed during this revision including depuy cement. The indications for surgery noted that the patient had a previous fracture that was converted to a total hip arthroplasty 2 weeks prior to the current revision. In the previous revision, it was also noted intraoperatively that there was a violation of the medical wall, which was significant. During the current revision, the surgeon noted a screw that had been placed through the central hole of the acetabulum that went into the pelvis and was 4mm away from iliac vessel. The stem was noted to have been in significant varus. All components were revised. On (B)(6) 2020, the patient had a left hip revision due to recurrent instability and dislocation. It was noted that the patient had a previous significant lumbar fusion. Therefore, the spinopelvic mechanics had been altered. The cup, liner, head and stem were revised. The stem did have less than optimal anteversion, but this was due to the fact that the anatomy was altered. There was bone missing down to the lesser trochanter. The stem was revised, though no deficiency was noted. No allegations of deficiency of the acetabular cup.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) is used to capture joint instability. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total hip to address malposition and greater trochanter non-union. Date of implantation: unknown, date of revision: (B)(6) 2020, (left hip). Treatment: revision of acetabular cup, acetabular liner, femoral stem and femoral head.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.